Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 354 mg/dl, 387 mg/dl and 425 mg/dl, which were treated with pump and manual injection. Troubleshooting was performed for high blood glucose. It was also reported that customer had low blood glucose of 44 mg/dl on (B)(6) 2016. Customer suspended pump, drank juice and paramedics were called after having a seizure. Customer was taken to the hospital and was treated. Customer's blood glucose was 79 mg/dl at the time of hospitalization. Customer was treated and released. Customer declined troubleshooting for low blood glucose. It was also reported that customer had skin irritation but declined torubleshooting.